Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-03637. Related manufacturer reference number: 2017865-2020-03638. It was reported that the system (pacemaker, right atrial lead, and right ventricular lead) was explanted due to infection. The patient was in stable condition.